Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a power supply failure on the driver board. The investigation findings do not lead to an exact conclusion about the cause, there is an indication that something is wrong with the battery management (presumably u15) on the driver board. In consequence (correction) the driver board was replaced which resolved the problem. There was no patient or user harm reported.

Event description:
Medical staff notified us by phone of the incident and the client was treated remotely. The next day a technical visit was made, the log of events and errors was extracted. Electrical safety tests and calibration protocol were performed. Tests were carried out with the ventilator and it did not present any failure, the device was monitored for 24 hours in test mode with a test lung and it did not present any problem. The medical staff requested to use the c1 for its use, and to date it has not presented any other problems.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a power supply failure on the driver board. The investigation findings do not lead to an exact conclusion about the cause, there is an indication that something is wrong with the battery management (presumably u15) on the driver board. In consequence (correction) the driver board was replaced which resolved the problem. There was no patient or user harm reported. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Medical staff notified us by phone of the incident and the client was treated remotely. The next day a technical visit was made, the log of events and errors was extracted. Electrical safety tests and calibration protocol were performed. Tests were carried out with the ventilator and it did not present any failure, the device was monitored for 24 hours in test mode with a test lung and it did not present any problem. The medical staff requested to use the c1 for its use, and to date it has not presented any other problems